Event description:
It was reported that the contralateral limb cover of a bifurcated device became detached from the limb wire during the procedure. Reportedly, after successfully deploying the contralateral limb, it was noted the contralateral limb cover had become detached from the wire and remained in the patient. The physician performed a cut down into the right femoral artery, successfully removing the contralateral limb cover. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device expected to be returned.

Manufacturer narrative:
The review of lot records / work orders and prior reports indicated that no issues with the lot were noted. Based upon the investigation findings, a root cause could not be determined because of incomplete return of the devices. Examination of the device components would be required to make a conclusion without intraoperative images and medical records that were not provided. No conclusions could be drawn.